Event description:
The olympus, model cv-170, video system center was returned to olympus for processing from the user facility after being loaned to the facility. Upon inspection of the unit, the error "e105" appeared on the monitor. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found an error e105 due to a faulty power supply. In addition, low light intensity was observed due to failure of the leds light source unit. Additional findings were a loose video connector, broken front panel and the wire between the front panel and the cm board noted rusty. The investigation is ongoing and the definitive root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was no description for the cause of the defects found. Olympus will continue to monitor field performance for this device.